Event description:
It was reported that a 6f angio-seal device was deployed in a pt with a medical history of coronary artery disease in 2001. An infection developed 24 hours later, and antibiotic therapy was initiated. The device was surgically removed four days later. The pt was recovering at the time of the report. No other info is available regarding the incident. The device will not be returned. The facility did not have record of the device lot number. Info provided by the infection control nurse at the user facility indicated that the wound cultures, done on the groin site 24 hours after angio-seal deployment, grew staphylococcus aureus bacteria. The pt was treated with antibiotics. The angio-seal device was implanted in 2001 and the pt was discharged. The pt was readmitted 2 days later after discharge and the device was surgically removed. The pt was discharged 3 days later. According to the i.c. Nurse, the pt has transferred pt's care to another facility. She stated that she believes dr. Is still involved with the pt as the pt's cardiologist.